Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device evaluated by MFR: not returned.

Event description:
The patient had an adverse local tissue reaction. The doctor revised patient's right hip and implanted a secure fit and tritanium trident.

Manufacturer narrative:
There were no reported discrepancies for the referenced lot. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported periprosthetic fracture is considered to be under the scope of this recall. No further investigation is required. The reported event regarding altr involving an abgii modular device was confirmed.

Event description:
The patient had an adverse local tissue reaction. The doctor revised patient's right hip and implanted a secure fit and tritanium trident.